Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12002. It was reported that the rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, a white string-like material was attached to the burr when tried to polish for the second time. A fragment of the wire was noted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device does not have any visual failure. The dimensional inspection were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12002. It was reported that the rotawire fracture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. A 1.75mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, a white string-like material was attached to the burr when tried to polish for the second time. A fragment of the wire was noted. The procedure was completed with another of the same device. No patient complications were reported.